Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and vomiting on unknown date with blood glucose of 500 mg/dl. The customer was treated with manual injection. Based on customer reported customer did not allege insulin pump was under delivering. The auto mode was active. The device will not be returned for analysis.